Event description:
A pt had increased pain following a fall, and was admitted to a hospital. The pump pocket incision was noted as a healing crusted lesion. A mass at the implant site was indicated. The pt had trouble breathing, and pain was felt at the pump pocket site when the pt would bend over. On (B)(6) 2010, an examination/palpitation of the lesion on the pump pocket site was done. On (B)(6) 2010, the 2 cm of the lesion located at the pocket was removed. Later on (B)(6) 2010, a surgical intervention was done in which the catheter and pump were explanted. The pt's outcome was resolved without sequelae following the surgical procedure conducted on (B)(6) 2010.

Manufacturer narrative:
(B)(4).